Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving "sensor ended" error message from the freestyle libre sensor. The customer reported feeling weak and unable to self-treat, and had contact with a healthcare professional who provided sugar as treatment. There was no report of death or permanent injury associated with this event.